Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the clinic after receiving inappropriate shocks due to t-wave oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The pt's sister called through the (B) (4) call center regarding her brother who developed a fever on (B) (6) 2010, two days after he had shoulder surgery at (B) (6) hospital. She stated he had 3 helix titanium anchors to repair a torn scapularus (?). She stated her brother was a fireman who has had a lot of complications since the surgery. On the third day after surgery, his temp was 102.7 degrees, had an edema on his upper arm and his hand was cold. The orthopedic surgeon gave instructions to carefully remove the arm from the brace and that took care of the edema and cold hand. The pt's sister stated his injury was a (B) (6) comp case, and his pcp would not see him. He went to the hospital and had tests, a doppler test was negative, and a chest x-ray was negative, however, his liver enzymes were elevated. Subsequently, the pt has developed swelling in his thigh above his knee, and it is painful walking. He has been running fevers; had an abdominal ultrasound, which came back negative. The pt went to (B) (6) hospital three weeks after the surgery and had 90cc of fluid drained from the knee area. She stated the doctor at (B) (6) felt maybe something entered the incision at the shoulder and migrated down to the knee. The pt had an arthroscopic procedure, there and had cultures taken, which came back negative. He is or has been treated with antibiotics. The sister stated his orthopedic surgeon told them while it is rare; perhaps the pt was having an allergic reaction to titanium. The pt was referred to an allergist on (B) (6) 2010. The allergist requested a sample anchor from the orthopedic surgeon for an allergy test; the ortho surgeon requested the sample through the mitek sales rep. On (B) (6) 2010, the caller reports that the pt's knee edema was intense enough to make it difficult for him to walk and his temp was 102.7 degrees. At this point, 70cc's of fluid was removed from the knee, cultured and results were negative. On (B) (6) 2010, further test results were negative, ruling out infection. Pt's previous medical history known to mitek: the sister stated the pt had gout in (B) (6) and had a cortisone injection at that time. See also associated mdrs 1221934-2010-00164 and 1221934-2010-00166.